Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion, however, the returned product confirmed that there was stent damage. The physician attempted to cross the lesion with a taxus express2 2.75x32mm drug eluting stent, but was unsuccessful. No patient injuries or complications were reported.